Manufacturer narrative:
Patient's date of birth and age unk, patient's weight unk, patient's ethnicity/race unk, relevant tests/laboratory data unk, other relevant history unk. Portion of device remained in patient's body, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove 5 leads: two right atrial (ra) leads, two right ventricular (rv) leads and one left ventricular (lv) lead due to cied system/pocket infection. It was reported that the two ra and two rv leads were successfully removed, with multiple devices in use to aid in the extractions. While attempting to remove the lv lead, a spectranetics lead locking device was inserted into the lead to provide traction. However, the lead would not detach from the coronary sinus. The physician decided that leaving the lv lead in the body was the best course of action, and attempted to unlock the lld from the lv lead but was unsuccessful. The lv lead and lld were cut and capped and remained in the patient. The patient survived the procedure. This report captures the lld which was cut and capped within the lv lead and remained in the patient.